Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date in the same month as the onset, the patient was hospitalized for the peritonitis event. In the same month, the patient began treatment with injection vancomycin and injection meropenem (1 gram each, frequencies and routes of administration not reported) therapies for peritonitis. The patient outcome was unknown and the action taken with pd therapy was not reported. No additional information is available.